Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was losing/gaining time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings:a review of the pump¿s black box history showed that the pump time and date had reset. A time keeping accuracy test was started but was not able to be completed due to an internal clock battery failure. The pump case was removed and the internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The time loss/gain issue was not able to be fully investigated due to the internal clock battery issue.